Manufacturer narrative:
Should the device be received at a later date, this event will be further updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and intended to be returned to boston scientific for analysis however, never received. Additionally, a valid model and serial number was never provided in spite of multiple requests. Another boston scientific device was implanted with no additional adverse patient effects.